Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it. The closure device was deployed, but did not meet release criteria so a partial recapture was performed. A contrast shot was performed and it was noted that there was a pericardial effusion. After the physician noticed this they proceeded with redeploying the device a little more proximal. The device was at the ostium and the physician released the device. The pericardial effusion was at the distal end of the appendage and was sealed off after the device had been deployed. The closure device was successfully implanted in the laa. The patient was stable following these events.